Event description:
It was reported that device malfunctioned during surgery, the covering was coming off. A backup device was used. No delay to procedure and no injury to patient was reported.

Manufacturer narrative:
The affected device was returned and evaluated. Our investigation confirmed the coating failure. This failure mode had been previously identified and the device was re-designed to prevent the reoccurrence of this failure mode. This device was manufactured in 2007, shows signs of wear/use. The returned device was manufactured prior to these design changes. No further actions are being taken at this time. Should additional information be received, the complaint will be reopened. We consider this investigation closed.